Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3, h4, and h6. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was presumed that reprocessing was not conducted properly due to a leakage by a cracked distal end. Subsequently, the material was not possibly removed. The event can be prevented by following the instructions for use which state: "detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited foreign objects within the air/water tube, cylinder, distal end, and the adhesive around the light guide lens. There were no reports of patient involvement.